Manufacturer narrative:
(B)(4). Unknown head, unknown g7 liner, unknown g7 cup, unknown taperloc stem . Taperloc/g7 total conventional hip investigation [this analysis compares the taperloc/g7 femoral/acetabular combination with all other total conventional hip prostheses.]. (2017, september). Aoa national joint replacement registry data. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty on an unknown date for an unknown reason. Subsequently, the patient was revised due to loosening on an unknown date. Attempts have been made and no further information is available at this time.